Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was in a car accident and it disconnected the wires. The caller stated they had to have a replacement surgery because of this. No patient symptoms were reported. No further complications were reported.